Event description:
Reporter indicated that vns pt has experienced an increase in seizure activity above pre-vns baseline frequency. It was reported that the pt experienced 1-2 seizures per day before vns implant and that pt was now experiencing 3-4 seizures per day for the past two months. The pt has not suffered any recent injury or trauma that may have damaged the vns therapy system. The pt's spouse reported that swiping the device with the magnet was no longer successful in bringing the pt out of their seizures and the pt reports that the device "moves around" when pt lies on their left side. The pt plans to follow-up with a neurologist that is closer to their home because their current neurologist is over 100 miles away. Investigation to date has been unable to determine the cause of the reported increase in seizure activity.